Event description:
The customer complained of questionable results for cholesterol gen.2 (chol) and triglycerides (trig) on one patient sample. The initial results for both tests were found to be erroneous. The initial chol was 399 mg/dl and the initial trig was 541 mg/dl. The initial results were reported outside the laboratory. The sample was rerun twice with chol results of 150 mg/dl both times. The repeat trig results were 197 and 198 mg/dl. The repeat results were thought to be correct. There were no adverse events. The lot number of the chol reagent was 60153201; the expiration date was 04/30/2015. The lot number of the trig reagent was 69654901; the expiration date was 03/31/2015. The field service representative was unable to determine a cause. He could not duplicate the event. He performed system checks and checked mechanical adjustments. He ran a precision test that met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to FDA.

Manufacturer narrative:
The investigation was unable to determine a root cause. Based on the information provided, the most likely cause of the event was preanalytical issues.